Event description:
Per the physician, the device was explanted (date unknown) due to an infection.more information has been requested, but was not available at the time this report was filed.

Manufacturer narrative:
(B) (4).

Event description:
It was reported that the 9600 system would intermittently shut down and not restart. No pt injury was reported.

Manufacturer narrative:
(B)(4).